Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the micrusphere 10 platinum microcoil 2 mm x 2.5 cm (sph10020020 / unk) failed to detach. The coil could not be detached. (No further information provided.) There is no report of injury to the patient. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s nondetachment was due to wiring or solder joint damage. The exact location of this damage could not be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined to what extent; if any; that these components may have contributed to the complaint event. Although not complaint related; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the complaint was confirmed; however, the root cause could not be identified. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed event.

Event description:
The complaint received states that during use the micrusphere 10 platinum microcoil 2 mm x 2.5 cm (sph10020020 / unk) failed to detach. The coil could not be detached. (No further information provided.) There is no report of injury to the patient.